Event description:
It was reported that during a da vinci-assisted procedure the customer found physical damage on the fenestrated bipolar forceps instrument. The damaged instrument was not used on patient. The procedure was completed with no patient injury reported. Intuitive surgical inc. Followed up with the customer and confirmed there was no damage to the patient or the patient's tissue. There was no arcing issue noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation and confirmed the customer complaint. The fenestrated bipolar forceps instrument had thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.079 - 0.133 in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.